Event description:
The physician reported a volume discrepancy. The expected residual volume was 1ml and the actual residual volume was 19.5 ml. The rotor turned during the rotor study and a catheter dye study could not be done because they could not aspirate. The pump and catheter was replaced. The patient recovered without sequela. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.